Event description:
Md inserted the fs14 with the second dlu, removed the anvil and tried to extend the trocar. This happened just halfway although the system stated max extended. They pushed the open and close button several times but the trocar still extended only half way until it finally didn't open and close. They changed the fs14 and took second dlu. Function and anastomosis ok but the dlu didn't open. After using the open button several times the dlu finally opened. All the time when they tried to open and close the dlu the system stated max open or max closed.